Event description:
Pt's pump was refilled by physician with 18 cc of 5 mg/ml morphine, with initial bolus programmed. 5 minutes into the bolus the pt turned blue, the pump was stopped, and pt was taken to the ER. At time of admission, pt had 3 respirations/minute, and was given im narcan. Pt was intubated in ICU for 1 day, was on narcan drip while in ICU, and was discharged after 2 days in the hospital. It was later determined that a pocket fill had occurred on refill. The pt has recovered fully from this episode. No further info on this event is available from voluntary rptr.